Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. Reportedly, after the malfunction was cleared the touchscreen became unresponsive. Customer's blood glucose level was 141 mg/dl. Customer had back up manual injections for continued insulin therapy.